Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary the device associated with this report was returned for analysis. Examination of the returned device found a crack. Additionally, the device has white debris attached to the device. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
It was reported as " we received an extra attune femoral impactor that is not listed in the complaint. The product mismatch activity has been created. Since the pc is due next week, could you please help us solving this issue in a timely manner?".